Manufacturer narrative:
(B)(4). A sample is reported to be available but has not yet been received for evaluation. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted.

Event description:
The customer reported to baxter (B)(4) that when an interlink basic vented set is used with a bottle of albumin, the end/last part of the infusion will not flow out. The customer needs to use a needle to put a hole in the vent in order to get the rest of the albumin to flow. This event occurred during use. It is unknown if there is a patient injury or medical intervention associated with this event. No other information is available.